Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient feels a burning sensation at the entry area of the lead incision. It occurs if stimulation is turned on or off. She does not feel the sensation at the ipg site. The patient underwent epidural injections as the next course of action. No additional information is available at this time.